Event description:
During a laparoscopic cholecystectomy, clip on the er320 not fully forming when applied on duct or vessel. Clip forming in tear drop shape. Mentioned he has had problems with last few appliers he has used but never reported it. He is very concerned about security of these clips. A new applier was opened to complete the case. There was no consequence to the pt.